Manufacturer narrative:
Product event summary:the partial lead was returned in segments. Analysis revealed the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. This report is based solely on device analysis. There is no information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.